Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. B5: describe event or problem - updated with additional information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation the farawave pulsed field ablation catheter exhibited a stuck guidewire. Difficulty moving the guidewire within the farawave catheter was noticed. The guidewire was replaced, but the difficulty moving the guidewire still persisted. The procedure was able to be completed using the catheter. Upon removing the catheter tissue was noticed at the tip. It is unknown if the device will be returned for analysis. It was further reported that the first guidewire was halted in its removal and was caught in the catheter. Tissue was present on the guidewire after it was removed, and it was bent in two spots. The catheter was replaced to complete the procedure. The catheter is not expected to be returned for analysis as it was retained by the facility.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation the farawave pulsed field ablation catheter exhibited a stuck guidewire. Difficulty moving the guidewire within the farawave catheter was noticed. The guidewire was replaced, but the difficulty moving the guidewire still persisted. The procedure was able to be completed using the catheter. Upon removing the catheter tissue was noticed at the tip. It is currently unknown if the device will be returned for analysis.

Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The image shows tissue entrapped between the guidewire and tip of the catheter. The stuck guidewire allegation could not be confirmed from the photo; however, it is likely that the guidewire hooked a small amount of tissue from the vein, which was dragged back into the tip of the catheter and became stuck and caught on the guidewire. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation the farawave pulsed field ablation catheter exhibited a stuck guidewire. Difficulty moving the guidewire within the farawave catheter was noticed. The guidewire was replaced, but the difficulty moving the guidewire still persisted. The procedure was able to be completed using the catheter. Upon removing the catheter tissue was noticed at the tip. It is unknown if the device will be returned for analysis. It was further reported that the first guidewire was halted in its removal and was caught in the catheter. Tissue was present on the guidewire after it was removed, and it was bent in two spots. The catheter was replaced to complete the procedure. The catheter is not expected to be returned for analysis as it was retained by the facility.